Event description:
Healthcare professional reported a xen®45 gts "needle would not retract" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual inspection was performed, and no damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, the needle moved in tandem with the slider knob, and audible clicks were heard which meets the expected result. Needle - needle retraction issue is not verified since no damage was observed and since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, the needle moved in tandem with the slider knob, and audible clicks were heard during the functionality test. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "needle would not retract" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.